Event description:
It was reported that increased pacing threshold and unstable sensing were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.